Event description:
Patient, (B)(6), to undergo a vaginal dilatation and curettage. There were no reported issues at the time of the procedure. Four days after procedure, patient reported to md that while she was using the toilet at home something hard fell out of her vagina into the toilet. She did not retrieve it. Instrument technician reported that when he was cleaning the vaginal manipulator and noted that the "acorn" end was missing. He did search in the trash cans etc for the equipment but was unable to locate it. He informed the scrub tech from the case, who said that the acorn had not been used.